Event description:
It was reported that there was a system malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The unit was restarted and issue resolved. There was no repair. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.